Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and found the control panel swivel was not locking. The engineer removed ac power and battery power, waited some time and then rebooted the system to return to full functionality.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and found the control panel swivel was not locking. The engineer removed ac power and battery power, waited some time and then rebooted the system to return to full functionality.

Manufacturer narrative:
H10: philips has started an investigation to determine the cause. H11: evaluation method, results, conclusion codes updated to reflect pending the investigation. Initial it was reported the engineer removed ac power and battery power, waited some time and then rebooted the system to return to full functionality. This information was inadvertently reported. The engineer instead tightened the arm.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and found the control panel swivel was not locking. The engineer removed ac power and battery power, waited some time and then rebooted the system to return to full functionality.

Manufacturer narrative:
510k number not provided on initial report. K181485.

Manufacturer narrative:
H10: a thorough investigation was performed and it was determined that the root cause was related to mechanical issue due to a screw becoming untightened. Enhancements to the design are currently under consideration.